Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure with rod instrumentation. It was noted that "in fact the break of the rod was the result of too much bending stress during the surgery. The rods broke post-op and the patient underwent a revision 2 month later." No further details are known at this time.